Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/20/2020. D4: batch # t5c168. Investigation summary: the analysis results found that a gst45w cartridge was returned outside its original package. In addition, the tyvek was returned for analysis. Upon visual inspection, it was noted that the seal on the tyvek was conforming according to manufacturing specs. Event described could not be confirmed as the seal on the tyvek was conforming. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: can you please explain more details? Do you mean the inner plastic (aka blister) packaging that contains the device? Yes. Was this inner plastic packaging compromised allowing possible non-sterility/contamination of the device? Or, is the packaging that had been damaged the outer package(s)?.only inner packing was not sealed well, the outer box is good.

Event description:
It was reported that during a lung cancer procedure, before the device was used on the patient, it was noted that the packaging was damaged (the sealed site was open). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.